Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was trending toward low impedance and noise was observed with the patient doing isometric movements. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.